Event description:
It was reported that the patient presented for a system explant due to infection. It was noted that during the explant procedure the right ventricular lead terminal pin need extensive manipulation and force to be removed from the header port. The system was explanted no replacement at this time. No additional information was reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was normal. No anomaly was found.